Manufacturer narrative:
Supplemental report submitted to correct h6-type of investigation and h10. H10: the device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve embolized into aorta was unable to be confirmed as no imagery or medical records were provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies . Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, ''before the valve deployment the valve was not between markers. During the balloon inflation, the valve moved towards the pusher over the balloon about 6mm. The valve expanded symmetrically but it could not be implanted in the annulus properly, and it had to be implanted in the descending aorta''. Per training manual, ''before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker''. In this case, the crimped valve was not positioned within the valve alignment markers, which could have led to asymmetrical valve expansion during balloon inflation or deployment, resulting in valve embolized into aorta. As such, available information suggests that procedural factors (valve not within valve alignment marker prior deployment) may have contributed to the reported event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16900. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient (reanimation) and procedure related factors (valve not between warning markers) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remained implanted.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of 29mm sapien 3 valve in aortic position by transfemoral approach in a patient under a bad condition and reanimation. No resistance was felt during the advance of the commander delivery system through the esheath. The valve alignment was performed in a straight section of the aorta without difficulties. A lot of tension was experienced by the system during this part of the procedure likely due to the patient condition (reanimation). Before valve deployment, the valve was not between markers likely due to tension in the system. During the balloon inflation, the valve moved towards the pusher over the balloon about 6mm. The valve expanded symmetrically but it could not be implanted in the annulus properly. The valve had to be implanted in the descending aorta. The patient was placed on ECMO to be stable. Then, another 29mm sapien 3 valve was successfully implanted in the annulus with a good outcome. Patient was noted stable to be stable. As per medical opinion, the root cause of the event was likely due to the tension in the delivery system due to the reanimation that caused the valve to be not exactly between markers.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h10. H10: the device was not returned for evaluation as it remained. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The provided imagery was evaluated and revealed the following: after initial inflation, valve was partially expanded, and it had early expansion at inflow side. In additional, the partial expanded valve was out of valve alignment markers. During re-inflation, the delivery system was move further toward the ventricle, and partial expanded valve remained the same shape. The complaint valve embolized into aorta was confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, ''before the valve deployment the valve was not between markers. During the balloon inflation, the valve moved towards the pusher over the balloon about 6mm. The valve expanded symmetrically but it could not be implanted in the annulus properly, and it had to be implanted in the descending aorta''. Per training manual, ''before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker''. In this case, the crimped valve was not positioned within the valve alignment markers, which could led to asymmetrical valve expansion during balloon inflation or deployment, resulting in valve embolized into aorta. As such, available information suggests that procedural factors (improper valve alignment prior to deployment) may have contributed to the reported event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16900.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, after the balloon was dilated to perform the bav, the patient was unstable under really bad condition and needed reanimation. No resistance was felt during the advance of the ds through the esheath. The alignment was performed in a straight section of the aorta without difficulties. A lot of tension was experienced by the system during this part probably since the patient was under reanimation. Probably due to this tension, before the valve deployment the valve was not between markers. During the balloon inflation, the valve moved towards the pusher over the balloon about 6mm. The valve expanded asymmetrically but it could not be implanted in the annulus properly, and it had to be implanted in the descending aorta. The patient needed an ECMO implant to be stable, after that another 29mm sapien 3 valve was successfully implanted in the annulus with a good outcome. Patient was stable however 3 days after the procedure, the patient passed away in multi-organ failure due to cardiogenic shock. As per medical opinion, the root cause of the event was probably the tension in the system due to the reanimation caused that the valve was not exactly between markers.